Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The pump was reset, and subsequently the pump time and date became inaccurate. During troubleshooting with tandem technical support, the customer corrected the time and date, and resumed insulin therapy. There was no adverse impact to the customer's blood glucose level.